Manufacturer narrative:
G4: 16nov2019. B4: (B)(6). The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported replacing the backlight inverter; however, the issue persisted. The technician recommended that the customer replace the graphic user interface (gui). The customer replaced the gui and the issue was resolved. The customer was provided with the installation manual instructions for software to version 2.10. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator with a dark display. It was unknown when this event occurred. There was no allegation of harm associated with this event.